Event description:
On (B)(6) 2013, during the course of a conversation about another issue, the patient alleged a history of blood glucose (bg) elevation to greater than 600mg/dl "years ago." She unable to provide additional details. Patient has used an animas pump since 2004 but does not confirm if bg elevations occurred while using the pump. There is no implication of pump malfunction. No medical intervention reported. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.